Event description:
It was reported there was an end of service (eos)/end of life (eol) message. It was reported the last charge was a couple days prior and the device recharged with no issues. Patient had been watching tv the previous night and started to feel over stimulation. Patient attempted to use patient programmer and got eos message. The on and off button was not operating correctly. Therapy stop button was used and patient still had overstimulation. Device was interrogated and verified the device was at eos. Device was turned off and voltage was set to 0 volts. Patient still felt overstimulation. Physician mode recharge was attempted and overstimulation stopped. Patient history did not explain why device was in eos, however it was "assumed there had been three strikes at some point." Follow up reported replacement of device was planned. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up reported the patient had not undergone replacement and/or explant surgery yet. Patient wanted to wait until 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6), product type lead, product ID 3777-75, serial# (B)(4), implanted: 2008 (B)(6), product type lead, product ID 3777-75, serial# (B)(4), implanted: 2008 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2008 (B)(6), product type recharger, product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).